Event description:
As reported, the balloon of a saber pta catheter ruptured at 3 atm. It was removed and it was replaced with a new balloon. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was left superficial femoral artery with heavy calcification and mild tortuosity. The rate of stenosis was 100%. An ipsilateral antegrade approach was made. After the lesion was crossed by a guidewire, a saber pta was delivered and inflated at the lesion. However, the balloon ruptured at 3atm during its initial dilatation. Therefore, the balloon was exchanged for a new balloon. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(6).

Manufacturer narrative:
Additional information was provided: "there was no difficulty experienced as the product was removed from the hoop, or in removing the balloon cover or stylet. There were no kinks or damages noted to the device prior to use in the patient. The device was prepped normally with no anomalies noted. The contrast media, and brand indeflator device used are unknown. It is unknown if the indeflator was used successfully with other devices. The contrast to saline ratio was 50:50. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and delivered to and across the lesion. The catheter was not ever in an acute bend. The balloon did not initial inflate normally. The catheter did not kink during use. The balloon was easily removed from the patient intact. The current status of the patient is unknown. The balloon used to complete the procedure is unknown.(B)(6). Complaint conclusion: the balloon of a saber pta percutaneous transluminal angioplasty) balloon catheter (bc) ruptured at three (3) atmospheres (atm). It was removed and it was replaced with a new balloon. There was no reported patient injury. The patient was a male but his age is unknown. The target lesion was left superficial femoral artery with heavy calcification and mild tortuosity. The rate of stenosis was 100%. An ipsilateral antegrade approach was made. After the lesion was crossed by a guidewire, a saber pta was delivered and inflated at the lesion. However, the balloon ruptured at 3 atm during its initial dilatation. Therefore, the balloon was exchanged for a new balloon. The procedure was finished successfully. There was no reported patient injury. There was no difficulty experienced as the product was removed from the hoop, or in removing the balloon cover or stylet. There were no kinks or damages noted to the device prior to use in the patient. The device was prepped normally with no anomalies noted. The contrast media, and brand indeflator device used are unknown. It is unknown if the indeflator was used successfully with other devices. The contrast to saline ratio was 50:50. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and delivered to and across the lesion. The catheter was not ever in an acute bend. The balloon did not initial inflate normally. The catheter did not kink during use. The balloon was easily removed from the patient intact. The current status of the patient is unknown. The balloon used to complete the procedure is unknown. The product will not be returned for analysis. A device history record (DHR) review of lot 17068381 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.